Event description:
Customer reported that the t:slim x2 pump battery would not charge and a power source alert was noted in the pump's history. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump began charging, with plans to follow up later.